Manufacturer narrative:
Complaint conclusion: as reported, two 5f mynx control vascular closure devices (vcd) were opened, and the polyethylene glycol (peg) was already exposed and expanded upon opening the package. The procedure was completed using a non-cordis vascular closure device. There was no reported patient injury. None of the affected devices were used in a patient. The remaining boxes were not opened for inspection. Four devices from the same lot were reportedly used without issue at another location. There were concerns regarding shipping and storage, and the lot was proactively pulled at the customer's request. The device was opened in a sterile field and was stored as per labeling. No damages were noted to the sealant sleeves; however, the polyethylene glycol was described as already deployed. The device was removed from the package as instructed. No damage was observed to the device or packaging prior to opening. The procedure was completed using a non-cordis vascular closure device. The products were not returned for analysis. A review of the manufacturing documentation associated with lot f2534902 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿mynx control system deployment difficulty premature¿ could not be observed as the devices were not returned for analysis. With the limited information provided, without the return of the devices, and with no procedural films, the cause of the reported event could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the premature exposure of the sealant reported. However, prepping/handling factors possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 5f mynx control vascular closure devices (vcd) were opened, and the polyethylene glycol (peg) was already exposed and expanded upon opening the package. The procedure was completed using a non-cordis vascular closure device. There was no reported patient injury. None of the affected devices were used in a patient. The remaining boxes were not opened for inspection. Four devices from the same lot were reportedly used without issue at another location. There were concerns regarding shipping and storage, and the lot was proactively pulled at the customer's request. The device was opened in a sterile field and was stored as per labeling. No damages were noted to the sealant sleeves; however, the polyethylene glycol was described as already deployed. The device was removed from the package as instructed. No damage was observed to the device or packaging prior to opening. The procedure was completed using a non-cordis vascular closure device. The devices will be returned for evaluation.